Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving pfns (preservative free normal saline) via an implantable pump for intractable spasticity. It was reported the patient's pump was unable to be interrogated by the clinic. It was reported the patient's baclofen was removed from their pump and was replaced with saline. The patient then received pulsed electromagnetic field therapy after the baclofen was removed. The physician was unable to interrogate the pump after the pulsed electromagnetic field therapy was delivered. On (B)(6) 2019 a non-critical alarm was sounding and the clinic was unable to interrogate the pump. The rep was not present when the clinic staff attempted to interrogate the pump. The rep planned to meet with the patient at the clinic on (B)(6) 2020 to interrogate and the check the pump. The issue was unresolved as (B)(6) 2019. It was unknown if surgical intervention was planned. The patient's status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2020-jan-02. It was reported that the hcp believed that somehow the electromagnetic field therapy affected the pump. As the pump could not be interrogated, the cause of the alarm was not determined. Another manufacturer representative tried to interrogate the pump on 2020-jan-02 with an 8840 but was unable to. The event had not been resolved and it was noted that the pump had been explanted yet at the time of report. On 2020-jan-28, additional information was received from the manufacturer representative (rep). It reported the pump was replaced on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: analysis confirmed the reported lack of telemetry as received. Further analysis was performed to analyze the pump circuit board specifically. Analysis identified a high current drain due to an anomaly located within the integrated circuit component on the pump hybrid (circuit board). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.